Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver screen went blank and would not restart on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.